Event description:
Hair found in the sterile package. Package was not opened. Package available for return. Event occurred prior to surgery, did not delay surgery over 30 minutes; surgeon resolved by opening new package.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The lot code provided was 570380. The production records for this lot were reviewed and no non-conformances were found. The item was confirmed to have been returned with a hair sealed inside the outer package. The returned product was re-inspected and did not pass the visual and tappi inspection requirements. The origin of the foreign matter could not be identified; therefore, the exact root cause could not be determined. The packaging process was reviewed. The tubing set is received from an outside vendor in a plastic bag. The operator folds the top of the bag behind the tubing set and places the bag into the formed package cavity (folded side down). One potential root cause could be the foreign matter was attached to the inner bag and fell into the outer package prior to sealing. A complaint search was performed for the last 2 years. In addition to the current complaint, there were no other similar complaints that have been recorded for foreign matter, as this is the first complaint for product code 80-9102. Over the same time period, approximately (B)(4) tubing sets have been sold. (B)(4). Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.